Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, all measurements in the right atrial (ra) lead and right ventricular (rv) lead were appropriate. At the end of the day, both ra and rv leads had switched to unipolar configuration due to high out of range impedance measurements. Some investigation also noted threshold measurement issues on the rv lead. All lead measurements were appropriate in unipolar configuration for both leads. Therefore, the leads remain implanted. No adverse patient effects were reported.